Manufacturer narrative:
Retainer ring = black. Unit received with blank display after battery insertion. Blank display due to severe corrosion of pin 2, pin 4 and pin 5 on the j7 connector on pcba1 (solder has been eaten away causing cracks in solder joints; d1 and d8 have broken solder joints from corrosion too). Unable to perform displacement test and selftest due to blank display. Unable to download due to blank display. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, missing end cap address label, cracked reservoir tube lip, partially broken off battery tube threads and scratched case. Corrosion in battery tube, corrosion on force sensor assembly, moisture damage on motor assembly and moisture damage on pcba2 noted during visual inspection of the electronics. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damaged. Fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.